Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. Case completed with a different device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Intermittent. What vessel or structure was the device fired on at the time of the event? Cystic duct and artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? N/a. Was the device fired after this incident in or out of the patient? Unknown. Did somebody other than the primary surgeon fire the instrument? Unknown, but doubtful if so, whom? N/a. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). The analysis results of the er320 found that it was received with the lockout mechanism prematurely activated. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device, the latch was found to be bent causing the premature activation of the lockout mechanism. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. Additionally, ten clips were found inside the device and the jaws were noted in good condition. It could not be determined what may have caused the event reported.